Event description:
Procedure: lap gastric bypass. According to the reporter: the jaws would not close. A second handle was opened, cycled instrument, and fired. Staples deployed, but did not form while the knife blade transected. The surgeon over-sewed the anastomosis. Surgery time extension was reported as one hour and 20 minutes.

Manufacturer narrative:
(B) (4). (B) (4).